Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. The lead was received with a guidewire stuck in the distal conductor. The distal conductor was distorted at 5.5 cm.

Event description:
It was reported that during the implant procedure, there was no capture and low impedance. An abbott hi torque whisper guidewire (.014") was used, however the guidewire could not be removed from the lead. The device was not implanted. No patient complications have been reported as a result of this event.